Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, with measurements fluctuating between 100 and 130 ohms. This behavior appeared consistent with the known lead-header spring contact interaction. Review of stored electrograms (egms) showed no evidence of noise. It was noted that this crt-d system was not magnetic resonance imaging (MRI) conditional due to a previously abandoned rv lead. This crt-d system remains in service. No adverse patient effects were reported.